Event description:
It was reported that during use of the cassette, the pump alarmed no disposable, pump won't run. Patient attempted to realign the cassette, but it was still alarming. It was further reported that there was a slight lapse in getting the infusion but there were no side effects from this event. The patient had plenty of cassettes for back up and would not stay on the phone for further instructions. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information has been provided to date.